Event description:
It was reported stating that his customer noticed that during a breast biopsy for a mass their was tissue stuck in the probes tubing set when using the hh8bex. There was no patient consequence reported, case was completed using unit.

Manufacturer narrative:
(B)(4). The unit was returned to the analysis site due to during a breast biopsy for a mass, there was tissue stuck in the probes tubing set when using the hh8bex. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the vso due to it was causing the unit to have inadequate vacuum regulation, confirming the customer complaint, and per the mammotome service manual, service test were performed with no functional faults found. As part of the standard ees service process, replaced the muffler and applied dow corning lubricant to the dc motors. The unit has not been returned for service prior to this event, therefore no service review can be done.